Event description:
It was reported that the patient developed a pocket erosion. The device was explanted and replaced. The patients condition was stable post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).